Event description:
When the device was used during an anterior resection, the device seemed to have fired normally, but when removed from the tissue only a couple of malformed staples were seen to have come out of the cartridge. Consequently, a colostomy was performed.